Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for routine follow-up with unrelated symptoms. Upon interrogation, the right ventricular lead exhibited low impedance and intermittent noise which led to pacing inhibition. The noise was able to be reproduced. The device was reprogrammed. No further information was available.